Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 30 mg/dl. Reportedly, the customer was using novolog for over 72 hours. Bg was treated via a glucagon injection and intravenous saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.